Event description:
A healthcare worker experienced white discoloration on her left index and middle fingers. She stated the load felt wet and the hydrogen peroxide contact occurred when she touched the instruments while recalling a load. The worker treated the burn under running water for fifteen minutes. The symptoms resolved in three to four hours and no medical attention was sought. When the event occurred, the vaporizer plate was not in place.